Event description:
It was reported that the system 6 sagittal saw was being tested at the manufacturer¿s facility when the blade was whipping and shaking. The device popped out of the incision during this cut testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection the crest to crest force was inadequate.